Manufacturer narrative:
The reported event of infection was not confirmed. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device was found to communicate appropriately with a merlin programmer and had not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-22765. It was reported that the patient experienced persistent bacteremia. The implantable cardioverter defibrillator and the right ventricle lead were both explanted. Patient was discharged.